Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator noted. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer is a pastor and when he performed a baptism, the insulin pump went around wet clothing. The insulin pump was wet. Customer's blood glucose level was 203 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.